Manufacturer narrative:
The device is expected to be returned. It has not yet been received. Review of the device history is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: stent knob froze resulting in partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of the superficial femoral artery, the xceed stent was being deployed at the intended site when the deployment knob froze and would not complete the deployment. A second xceed was used to complete the procedure. Though requested, no add'l info was available.